Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the insulin delivery of the infusion device is inaccurate. On (B)(6) 2011 at 8:00 p.m., blood glucose was 77 mg/dl. Patient ate 6 be and administered 12 ie of insulin via the infusion device. At 11:16 p.m., blood glucose was 380 mg/dl. Patient administered an additional 9 ie via the infusion device and changed the infusion needle. At 12:00 a.m., blood glucose was 430 mg/dl. Patient was taken to the hospital by her partner and received an infusion. Blood glucose was "ok" at the time of the report. Patient reported that she will be released from the hospital when she received a replacement infusion device. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for evaluation. Additional information was not provided.